Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-op, the patient experienced inflammation and wound secretion. When the doctor was changing the dressing for the patient's surgical incision, after removing the auxiliary materials, it was found that the patient's incision suture was red and swollen, with a small amount of secretion oozing out. The suture foreign body and redness were accompanied by local inflammatory stimulation, with obvious swelling and tenderness. The growth of epidermal and subcutaneous tissues was obstructed, affecting the patient's turning, activity, daily living, and sleep, resulting in prolonged suture removal time and increased hospitalization days. Although no serious harm was caused to the patient this time, it affected the patient's recovery effect. Subsequently, the doctor provided local treatment and increased the frequency of dressing changes, intermittently removing suture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Onset date/number of days post op of the symptoms appeared? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?